Event description:
It was reported that during preventive maintenance it was noticed that the analyzer produced noisy signals. The analyzer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no abnormalities with the analyzer. It was noted that the battery returned with the analyzer was depleted but also noted that this was normal. The battery was replaced and the analyzer passed its functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.